Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement capstone and clydesdale inserter shipped to site. No parts have been received by manufacturer for analysis. Part not received by manufacturer

Event description:
A site representative reported that, while in a spine procedure, the site's transforaminal lumbar interbody fusion (tlif) / direct lateral interbody fusion (dlif) inserter fork tip had a damaged tooth. This occurred during the cage insertion, however, there was no impact on the cage inserter. The broken particle was removed and retrieved. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and weight provided.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that as reported, one tip of the inserter has been broken off. Also, the handle is slightly loose. The reported event was confirmed to be caused by physical damage due to misuse.